Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient who reported that they aren't sure what circumstances led to these issues, but noted that it still does but not as often as before. Patient further stated that the main problem was getting it to charge, patient was given a new paddle which took care of problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was turning itself off when it felt like it. It was very hard to charge the ins and the number showed 95 or 100 and it took 30 minutes or longer to charge the ins. They reset the controller several times but it did not help. The controller connected to the ins without the recharger. It showed that the ins was at 80% and the controller was at 90%. The patient confirmed that the controller worked well without the recharger. They started a charging session, the controller showed screen 75 and the patient said that the didn't move and the recharger was still over the ins. The patient reported a fall around the same time that they had issue with the ins turning off. They noticed that the ins was deeper in the skin than it used to be around the time of the fall and the ins turning itself off. They saw no device found and it was possibly going into passive recharge mode (prm) and taking a long time to charge the ins. Patient services recommended that the patient consult with their healthcare provider (hcp) if the replacement recharger did not resolve the reported issue.